Event description:
Procedure: lap gastric bypass according to reporter: the stapler and sulu was fired with staple line reinforcement "peri strips" and it was the second application creating the gastric pouch in the laparoscopic gastric bypass procedure. The instrument fired all the way through and the staple line opened in the middle . The pt had to be opened to locate bleeding that could not be found laparoscopically. Pt is currently in good condition.